Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difference between sensor glucose and blood glucose levels. The customer reported hyperglycemia advised to bolus in manual mode with pump, and also itching, redness and allergic reactions. The customer reported blood glucose value of 26.2 mmol/l. The event involved product(s) mmt-7040c1. Troubleshooting was partially performed for high blood glucose/under delivery. Troubleshooting was performed for sensor glucose vs blood glucose and the outcome indicated that the insulin delivery was suspended due to the difference in the glucose values. The customer blood glucose was 26.2 mmol/l and sensor glucose value was 10 mmol/l at the time of incident. The difference between sensor glucose and blood glucose values was 16.2 mmol/l and it is beyond 30% limit.. Advised to wait at least an hour and if blood glucose is stable to calibrate. No further patient complications were reported. Product return for mmt-7040c1 is not expected.